Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was confirmed. The investigation found the scope was detached from the coupler/adaptor. Additional findings were as follows: crack on connector under serial plate, the scope lock does not move smoothly, and the device failed leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the scope was detached from the coupler/adaptor of the hd autoclavable camera head. It was noted, the coupler that holds the scope came apart as one of the pins was bent causing the reported issue.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty scope socket. However, the specific cause of the faulty scope socket was not established at this time. Olympus will continue to monitor field performance for this device.